Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pump alarmed for channel error during a veletri infusion. The nurses quickly changed the infusion to a back up pump in the room. Nurses were in the room within the previous 30 minutes making changes to IV medication with no problems. The patient had not gotten out of bed and the pump was not moved in the room. There was no report of patient harm. Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided.

Event description:
The customer reported that the pump alarmed for channel error during a veletri infusion. The nurses quickly changed the infusion to a back up pump in the room. Nurses were in the room within the previous 30 minutes making changes to IV medication with no problems. The patient had not gotten out of bed and the pump was not moved in the room. There was no report of patient harm. Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.